Manufacturer narrative:
The customer reported problem was confirmed. No product was returned. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/11/2017 to the present date 09/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported a device would not turn on. There was no reported patient involvement.